Event description:
It was reported that post sensed t wave over sensing was noted. The pt would be followed regularly.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received notes that the patient received an inappropriate shock due to post-sensed t-wave oversensing. Programming changes were made. Patient is doing well.